Event description:
It was reported that a patient presented with dislodgement noted on the patient's right ventricular lead via x-ray imaging which resulted in far p over-sensing and inappropriate shock. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.